Event description:
It was reported that, during a knee arthroscopy, the passing pin left shavings of metal in the intercondylar notch when it was drilled through the 6mm offset guide. All the metal pieces were removed from the patient by shaver suction. It is unknown how the procedure was completed or if there was any delay. No further complications were reported. Patient is doing well, no complications.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. Additionally, it is unknown how the procedure was completed or if a procedural delay occurred. The patient impact beyond the reported is not anticipated, and the patient is reportedly doing well. No patient harm has been alleged. Therefore, no further clinical medical assessment is warranted. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. Correction in h6 (health effect - impact code).